Manufacturer narrative:
Three attempts have been made to resolve this contact. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the foot right caster is rolling and swiveling while in brake. No injury reported.